Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One ensite velocity¿ navlink module was received for evaluation. A functional test was performed which was successful. The navlink was functioning as intended during investigation. Based on the information and investigation provided to abbott, the root cause remains undetermined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During a supraventricular tachycardia ablation using ensite precision, communication issues resulted in a procedural delay. The patient was patched as usual, however, when validation was attempted, the validation did not pass. The system was rebooted multiple times, and the patches were changed to a new set after ensuring skin prep was good with the previous set. The same issue occurred. Unfortunately, there was no spare navlink so it could not be exchanged for troubleshooting this issue. The procedure was switched to conventional, without 3d mapping. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Corrected data: b5, d1, d4, g3, h2, h4.

Event description:
This report includes updated device model and lot information.